Event description:
It was reported the catheter disconnected from the pump. Per the hcp the catheter was known to be disconnected from the pump by 10-15 cm which was determined through the use of fluoroscopy. The patient also had scoliosis and they are wondering what diagnostic would be best to find the tip of the catheter before revision and it was reviewed the catheter and tip are both radiopague and x-ray would be sufficient to see tip. The symptoms the patient experienced were increased spasticity and pain. The catheter issue was identified by ¿line test¿ done on (B)(6) 2015. Surgical intervention/replacement was planned for (B)(6) 2015. Additional actions taken included increase oral medicine. The pump was used to deliver gablofen. Additional information later received reported that on (B)(6) 2015 the pump and catheter were replaced.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2015, product ID: 8709 j11137r43, explanted: (B)(6) 2015. (B)(4).

Event description:
Per this hcp (healthcare professional), the catheter was fractured and the pump and catheter were replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8709, lot# j11137r43, implanted: (B)(6) 2002, product type: catheter. (B)(4).